Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal') in a 30-year-old female patient who had essure (batch no. B62473-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue,") and tinnitus ("ringing in ears/ringing in ears") and was found to have weight increased ("weight gain/weight gain"). In (B)(6) 2015, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced abdominal adhesions ("intestinal adhesions/gi conditions"). On (B)(6) 2017, the patient experienced endometriosis ("peritoneal endometriosis,endometriosis of ovary"). On an unknown date, the patient experienced pelvic adhesions ("pelvic adhesions/pelvic adhesions: progressively got worse from the time essure was placed"), abdominal pain lower ("lower abdominal pain"), fallopian tube enlargement ("both fallopian tubes were swollen and far short seconadary to swelling"), pain ("sporadic pain"), pelvic pain ("pelvic pain"), headache ("headache") and ovarian disorder ("dr was insistent to keep ovaries, but they fell apart and were not salvageable"). The patient was treated with surgery (abdominal hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and removal of ovaries). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, abdominal pain lower and pelvic pain had resolved and the migraine, endometriosis, pelvic adhesions, fatigue, abdominal adhesions, weight increased, tinnitus, fallopian tube enlargement, pain, headache and ovarian disorder outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube enlargement, fatigue, headache, migraine, ovarian disorder, pain, pelvic adhesions, pelvic pain, tinnitus and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion darts : (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following vent was reported via social media- ovarian rupture. Most recent follow-up information incorporated above includes: on 10-mar-2020: social media received. New event added- ovarian disorder. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal') in a 30-year-old female patient who had essure (batch no. B62473-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue,") and tinnitus ("ringing in ears") and was found to have weight increased ("weight gain,"), 1 year after insertion of essure. In (B)(6) 2015, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced abdominal adhesions ("intestinal adhesions"). On (B)(6) 2017, the patient experienced endometriosis ("peritoneal endometriosis,endometriosis of ovary"). On an unknown date, the patient experienced pelvic adhesions ("pelvic adhesions"), abdominal pain lower ("lower abdominal pain"), fallopian tube enlargement ("both fallopian tubes were swollen and far short seconadary to swelling") and pain ("sporadic pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and abdominal pain lower had resolved and the dysmenorrhoea, dyspareunia, migraine, endometriosis, pelvic adhesions, fatigue, abdominal adhesions, weight increased, tinnitus, fallopian tube enlargement and pain outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube enlargement, fatigue, migraine, pain, pelvic adhesions, tinnitus and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion darts : (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion. Lot number reported b62473 is not valid. Most recent follow-up information incorporated above includes: on 7-nov-2019: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal') in a 30-year-old female patient who had essure (batch no. B62473-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue,") and tinnitus ("ringing in ears/ringing in ears") and was found to have weight increased ("weight gain/weight gain"), 1 year after insertion of essure. In (B)(6) 2015, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced abdominal adhesions ("intestinal adhesions/gi conditions"). On (B)(6) 2017, the patient experienced endometriosis ("peritoneal endometriosis,endometriosis of ovary"). On an unknown date, the patient experienced pelvic adhesions ("pelvic adhesions/pelvic adhesions: progressively got worse from the time essure was placed"), abdominal pain lower ("lower abdominal pain"), fallopian tube enlargement ("both fallopian tubes were swollen and far short seconadary to swelling"), pain ("sporadic pain"), pelvic pain ("pelvic pain") and headache ("headache"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, dyspareunia, abdominal pain lower and pelvic pain had resolved and the migraine, endometriosis, pelvic adhesions, fatigue, abdominal adhesions, weight increased, tinnitus, fallopian tube enlargement, pain and headache outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube enlargement, fatigue, headache, migraine, pain, pelvic adhesions, pelvic pain, tinnitus and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion darts : (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. Lot number reported b62473 is not valid. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event per pfs: pelvic pain and headache were added. Outcome of dysmenorrhea, dyspareunia, pelvic pain were added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal') in a 30-year-old female patient who had essure (batch no. B62473-notvalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue,") and tinnitus ("ringing in ears") and was found to have weight increased ("weight gain,"), 1 year after insertion of essure. In (B)(6) 2015, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced abdominal adhesions ("intestinal adhesions"). On (B)(6) 2017, the patient experienced endometriosis ("peritoneal endometriosis,endometriosis of ovary"). On an unknown date, the patient experienced pelvic adhesions ("pelvic adhesions"), abdominal pain lower ("lower abdominal pain"), fallopian tube enlargement ("both fallopian tubes were swollen and far short seconadary to swelling") and pain ("sporadic pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and abdominal pain lower had resolved and the dysmenorrhoea, dyspareunia, migraine, endometriosis, pelvic adhesions, fatigue, abdominal adhesions, weight increased, tinnitus, fallopian tube enlargement and pain outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube enlargement, fatigue, migraine, pain, pelvic adhesions, tinnitus and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion darts : (B)(6) 2014 . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion. Lot number reported b62473 is not valid. Amendment: the report was amended for the following reason: company causality comment amended. No new follow-up information was received from the reporter. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal') in a (B)(6) year old female patient who had essure (batch no. B62473) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue,") and tinnitus ("ringing in ears") and was found to have weight increased ("weight gain,"), 1 year after insertion of essure. In (B)(6) 2015, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient experienced abdominal adhesions ("intestinal adhesions"). On (B)(6) 2017, the patient experienced endometriosis ("peritoneal endometriosis,endometriosis of ovary"). On an unknown date, the patient experienced pelvic adhesions ("pelvic adhesions"), abdominal pain lower ("lower abdominal pain"), fallopian tube enlargement ("both fallopian tubes were swollen and far short secondary to swelling") and pain ("sporadic pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain and abdominal pain lower had resolved and the dysmenorrhoea, dyspareunia, migraine, endometriosis, pelvic adhesions, fatigue, abdominal adhesions, weight increased, tinnitus, fallopian tube enlargement and pain outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube enlargement, fatigue, migraine, pain, pelvic adhesions, tinnitus and weight increased to be related to essure. The reporter commented: discrepancy in essure insertion darts: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received: lot number added. Previously reported event injury was replaced with new events. Following events were added: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines/headaches, peritoneal endometriosis, pelvic adhesions, fatigue, intestinal adhesions, weight gain, ringing in ears, pain abdominal, lower abdominal pain, both fallopian tubes were swollen and far short secondary to swelling, sporadic pain. Reporter information and concomitant conditions added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.